Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t wave oversensing, resulting in an inappropriate shock. Low amplitude measurements were also noted. An xray was taken which the physician reported looked fine. The device was reprogrammed at that time. Additional information was later received which reported that the patient received another possible inappropriate shock. No adverse patient effects were reported. The products remains in service. Additional information was received which reported that the device and electrode were explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t wave oversensing, resulting in an inappropriate shock. Low amplitude measurements were also noted. An xray was taken which the physician reported looked fine. The device was reprogrammed at that time. Additional information was later received which reported that the patient received another possible inappropriate shock. No adverse patient effects were reported. The products remains in service.